Event description:
Boston scientific crm received information that this chronic right atrial lead was explanted and replaced, due to pocket erosion and infection. It was reported that the device pocket was slow to heal following a crt-d replacement procedure, and the patient was prescribed oral antibiotics. Two months after implant, the pocket was revised, scar tissue was removed, and the device was placed sub-pectoral. The entire system was explanted 12 days later, due to inflamed tissue and infection, and the patient was hospitalized until a new system was implanted two days later on the patient's right side. No additional adverse patient effects were reported. There were no known allegations against the lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.